Event description:
It was reported by the rep that the (2) tct75 were used during an unknown procedure. It was reported that the first device would not fire. The surgeon opened another device and it happened again. There was no pt consequence.